Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 120.4500. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 12/04/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
A report of an 8015 error code 120.4500. There was no additional information provided and no patient involvement.

Event description:
A report of an 8015 error code 120.4500. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The reported issue could not be confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 120.4500. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 12/04/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation

Event description:
A report of an 8015 error code 120.4500. There was no additional information provided and no patient involvement.

Event description:
A report of an 8015 error code 120.4500. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 120.4500. Technical support 1. Replace the battery. 2. Replace the power supply processor board. 3. Return the module to the factory. Explained to customer probable cause for the device error messaging. Informed customer to repair/replace the power supply processor board. Customer mentions sending unit for service level 1 repair. Customer will call back if any further concerns need to be addressed. End call. A review of the device history record showed the device had a manufacture date of 12/04/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.